Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during an unknown procedure, it was noted that the bone anchors with arthroscopic delivery tip was broken, and unable to find the broken piece. A portable x-ray was done. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: b1, b2, b5, h6 (health effect - impact code) updated.

Event description:
It was reported that, during a rotator cuff repair procedure, it was noted that the bone anchors with arthroscopic delivery tip was broken, and unable to find the broken piece. A portable x-ray was done after the case and were not able to see anything inside the patient, unsure if the broken piece came out. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.